Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had a shocking sensation in an area in the front of their body by their ribs. The patient commented that this level of their ribs was how high the stimulation goes. The caller didn't think the shocking sensation was related to the patient's scs system but they weren't sure about this. No further complications were reported/anticipated.